Manufacturer narrative:
Internal complaint reference case-(B)(4).

Event description:
It was reported that, during a meniscus repair surgery, the fast fix t2 got stuck. The procedure was successfully completed without delay using a back-up device. No further complications were reported.

Event description:
It was reported that, during a meniscus repair surgery, the fast fix t2 got stuck; therefore, it could not be deployed. T1 remained in the patient. The procedure was successfully completed with non-significant surgical delay using a back-up device. No further complications were reported. The current status of the patient is good.

Manufacturer narrative:
The reported device was received for evaluation. A visual inspection found that the suture was returned. The anchors were not returned. The depth limiter button was in the default position. The needle overmold assembly was significantly bent. The actuator tip was in the t1 position. A functional evaluation found that the actuator tip functioned as designed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical evaluation states that the device IFU does warn not to bend the delivery needle because bending of the delivery needle may make it difficult or impossible to deliver the t-implants. The root cause was associated with unintended use of the device. Factor that may have contributed to the reported event include inadvertently bending of the needle/overmold assembly. No containment or corrective actions are recommended at this time.